Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer. Technical support provided information and assistance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.